Event description:
The reporter contacted animas on behalf of her daughter (the patient) alleging that the patient had elevated blood glucose levels and ketones. The reporter indicated that the patient received a replacement pump and started using the device the evening before contacting animas on (B)(6), 2010. The reporter claimed that the patient's blood glucose was almost 500 mg/dl the next morning. She felt as though the basal insulin was not absorbing. The animas cde assisted the reporter with reviewing the correct settings between the patient's old pump and the new, replacement pump. The animas cde advised the reporter to change the insertion sites and monitor the patient's blood glucose. The animas cde also recommended to change the insertion site with two bg levels over 250 mg/dl or one over 400 mg/dl.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The animas cde noted that the patient was continuing to use the pump. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/18/2013 with the following findings: the black box shows dates from (B)(6) 2013. No data available in black box or pump history for time of reported event on (B)(6) /2010 due to continued use of the pump. There was no activity related to complaint observed in the available pump histories. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. A force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten.